Event description:
The guide wire tip was kinked while in the packaging. The product was not used. Investigation of the device revealed that the tip was separated. This is being filed as an MDR based on co's investigative findings.